Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: h4. The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
It was determined by the customer that the device was not the problem. It was thought to be from the edge reprocessor and a line with a pin hole present. The endoscopes will be returned, however not the device. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had an error code b30. The issue was found during preparation for use for a diagnostic colonoscopy procedure. The procedure was delayed by 5-10 minutes, completed using a similar device. There were no reports of patient harm.